Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped & the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. As the md was inserting the iab through the saf sheath he felt "a lot" of resistance & then the iab became stuck. The md wanted to remove the iab from the saf sheath, however, this could not be done. As a result, the md removed the iab & the saf sheath as one unit. Another iab was used with the "extra sheath" (teflon sheath) which was packaged in the first iab kit used. The md was able to insert the second iab over the same spring wire guide (swg) & through the teflon sheath without difficulties. The delay in therapy was noted as "only the time it took to open a second iab, prep it and insert it through the teflon sheath." There were no reported pt complications. The pt outcome is listed as fine.